Event description:
A pt reported experiencing inaccurate high results with an otbe meter. The pt's blood glucose results were 490, 270, 160, 203, 179 mg/dl. Tests were done within 10 mins with a difference of 54%. Pt did not experience any adverse events. No further info has been reported. Note - customer not using check strips.